Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue during evaluation and observed the error code in the unit's fault log. To fix the issue, the fse replaced the motor control board. The fse started the unit up and there was no repeat of electrical test code #50. Additionally, the fse test ran the unit for over an hour without incident. The fse proceeded to complete all calibration and functional checks per factory specifications. The iabp passed all checks to factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump-(iabp) displayed an electrical failure code #50 at start up. There was no patient involvement and no adverse event reported.